Event description:
Technician alleged the head end brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake casters are worn. The technician replaced the head end brake casters to resolve the issue.